Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the device was received at the service center and evaluated. The complaint can be confirmed. The defect reported by the customer of the functional: does not function has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The service report revealed the following deficiencies and repairs performed. Insulation resistance of the motor outside tolerance - motor replaced, resistance value out of specs ¿ hand control set replaced, and short circuit in the motor cable ¿ motor cable replaced. One possible root cause could be water ingress over time and use, however we cannot determine a definitive root cause for the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the micro tornado hp w handcontrol does not work. It will be sent to elsg for repair. No consequences for the patient reported. Additional information provided by the affiliate reported the alleged malfunction was found during pre-operative set-up and no patient harm was reported. The affiliate also reported the procedure was completed with a similar device.